Event description:
It was reported that during intra-operative screw insertion, the tulip of an oasys screw disengaged from the screw shank. In order to remove the screw shank the patient's bone had to be "drilled away" from around the implantation site. The procedure was completed successfully with a five minute surgical delay.

Manufacturer narrative:
A visual inspection was performed on the device and the reported issue of tulip disengagement was confirmed. No wear, deformation, or fracture is observed on the tulip. The screw shank is damaged due to drilling to remove the shank from bone. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for the lot and subject catalog number and no adverse trends were observed. Oasys view and guide surgical technique was reviewed: ¿ a polyaxial screw is attached to the polyaxial screwdriver by placing the hex head socket over the bone screw and threading the end of the outer sleeve into the polyaxial screw head for stable fixation. Prior to screw implantation, use the gauges incorporated into the implant tray to verify the screw dimensions. Aligning the polyaxial screwdriver in the same axis as the screw hole facilitates screw insertion. Once the screw has been inserted, the polyaxial screwdriver can be removed by unthreading the end of the sleeve from the screw.¿ ¿ use of the locking screwdriver helps reduce any risk of accidental disengagement of the driver from the screw during screw insertion.¿ as the screw shank is damaged due to drilling to remove the shank from bone, it is unable to determine what damage is from the removal process versus insertion and a definitive root cause for the tulip disengagement could not be determined.

Event description:
It was reported that during intra-operative screw insertion, the tulip of an oasys screw disengaged from the screw shank. In order to remove the screw shank the patient's bone had to be "drilled away" from around the implantation site. The procedure was completed successfully with a five minute surgical delay.